Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the fragment did not fall into the patient. When the instrument was removed, the blade was still stuck to it but dangling. The issue occurred near the end of the procedure. It is not known what the surgeon believes caused the issue. The instrument was in use for three and a half hours prior to the issue. The instrument was inspected prior to use and there was no damage. The surgeon was performing liver resection when the issue occurred. The surgeon did not notice any issues with instrument functionality. The instrument did not collide with any other instruments or hard material. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and there was no damage to cannula. The surgical staff did not notice any other damage to the instrument after the event. There was no injury to the patient. The instrument is available for return to isi. There was no image or video available for review. The patient was 76 years old.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The harmonic insert curved blade was found to be broken near the blade base. The blade broke roughly at 0.08¿ from the base. The broken piece was returned, no pieces are missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to user mishandling. A review of the instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). This is a single use instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.